Event description:
Laparoscopic harmonic hand piece malfunction while surgeon using it. Making a loud screeching noise while activated and deactivating while using it during surgery. FDA safety report ID# (B)(4).